Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Complaint sample was evaluated and the reported event was confirmed. As returned, the plastic blue sleeve is fractured on both devices. The fracture runs around the entire handle diameter on both. The strike plates show wear & tear that indicates repeated use. No other damage was noted. It's unknown how long and how many times it had been used. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02956.

Event description:
It was reported that ruptures in the handgrip were found on the device during kit inspection. The surgery was completed with another device. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.